Event description:
It was reported that during a ptca procedure of the lad, the physician was unable to cross the lesion with wire and removed if from the patient. While attempting to reload the wire in the packaging hoop, the wire broke. Another wire was used to successfully complete the procedure. No patient injuries or complications were reported.